Event description:
It was reported that during an implant procedure that due to the limited amount of space to insert the slitter and avoid the suture sleeve the right ventricular (rv) lead was cut. The rv lead was not used and the physician elected to complete the procedure with a different lead without issue.

Manufacturer narrative:
The reported event of insulation breach was confirmed. Visual inspection found outer and inner insulations were broken / separated at the middle region of the lead. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation consistent with procedural damage the cause of the reported event was consistent with procedural damage.